Event description:
It was reported that right hip revision surgery was performed. Pain and elevated metal ion levels reported.

Manufacturer narrative:
It was reported that right hip revision surgery was performed. During the revision, the bhr cup, hemi head and modular sleeve were removed. The anthology stem remained implanted. As of today, device return and additional information has been requested for this complaint but has not become available. In the absence of the actual devices, the production records were reviewed for the (known) devices reportedly involved in this incident. Review of manufacturing records did not reveal any waivers, concessions, manufacturing or material abnormalities that could have contributed to this issue. The available medical documents were reviewed. The patient had a left zimmer mom tha implanted in (B)(6) 2007 which was revised in (B)(6) 2014 due to metallosis. Patient has a history of a fall resulting in increased pain of right hip. Cobalt and chromium levels 2 months pre-revision were 11.5 and 2.4 (no unit of measure was given). The intraoperative report indicated caseus white tissue typical of metal on metal pseudotumor. It cannot be determined to what extent the patients¿ fall, comorbidities and competitor mom implant had on his pain and clinical status. The reported pain, elevated cobalt, chromium, and intraoperative findings of pseudotumor are consistent with findings associated with metallosis. However, without the supporting lab/pathology results, imaging, and/or the analysis of the explanted components, the root cause cannot be confirmed, and it cannot be concluded that the reported clinical reactions were associated with a mal-performance of the implant. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.additional information: event and relevant tests/laboratory data.

Event description:
It was reported that revision surgery was performed.

Manufacturer narrative:
(B)(4).